Manufacturer narrative:
(B)(6). The patient experienced peritonitis on an unknown date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and the patient subsequently passed away. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital and was readmitted " a couple of times". The patient did not recover from the peritonitis event. On an unreported date, the patient died. The cause of death was not reported and it was not reported if an autopsy was performed. It was not reported if dianeal therapy remained ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.